Event description:
The customer originally returned the evis exera ii ultrasound gastrovideoscope due to an ultrasound issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive was cracked and peeling off the device. This report is being submitted to capture the cracked and peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the ultrasound image had a broken element, but was still within the unit's standards and no error message was displayed. As noted, the forceps cover glue was peeling and causing the probe unit to loosen. This failing adhesive was also contributing to a low insulation reading. Additionally, the distal in was cut and cracked, causing leaking to occur. The control knob was in the 'play' position and the elevator channel was loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It could not be determined if the observed phenomenon was due to stress or user's handling of the device. The following verbiage is identified within the operation manual regarding inspection of the device: "chapter 3 preparation and inspection; 3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.